Event description:
Received information regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was impacted (236 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.